Event description:
The drill would not go through the holes even though the jig was used properly.

Manufacturer narrative:
Product was returned for investigation. The nail had evidence of scoring near the proximal screw hole where the drill hit the nail. Product development was able to reproduce the failure mode of the drill hitting the nail near the proximal screw hole by placing the drill through the incorrect hole in the jig (note: jig used in procedure was not returned. A jig from professional education set was used for functional testing pn (B)(4). When the drill was placed through the proper hole in the jig, the drill aligned with the hole in the nail without issue. Therefore, the complaint is unconfirmed if the jig and nail are used properly. The root cause is determined to be drilling through the incorrect hole in the jig resulting in the drill not aligning properly with the nail. Neither the jig nor the nail is suspected of design or manufacturing problem. A search of the complaint database found no prior reports for this part and lot number combination. (B)(4), the manufacturing facility, stated the lot history record was reviewed for completeness during the release process to inventory. At the time of release for distribution no discrepancies were noted for the products being accepted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.